Manufacturer narrative:
Reported event: it was reported that the mics handle fell off. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot number was not provided. Complaint history review: complaint history review was not performed as the lot number was not provided. Conclusions: the product was unavailable for inspection as the product was not returned. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Device not returned.

Event description:
While cutting the tibia, it was found that the bottom screw that holds the plastic handle to the hand piece dropped out, along with the handle. The screw and handle were recovered intra-operatively. The rest of the bone cuts were made with the blue metal post with no issues. The case was completed with no patient harm. After the case, it was found that there was bioburden lodged inside the plastic handle and has been a complaint by the spd staff that they are unable to clean the handle and crevices properly. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While cutting the tibia, it was found that the bottom screw that holds the plastic handle to the hand piece dropped out, along with the handle. The screw and handle were recovered intra-operatively. The rest of the bone cuts were made with the blue metal post with no issues. The case was completed with no patient harm. After the case, it was found that there was bioburden lodged inside the plastic handle and has been a complaint by the spd staff that they are unable to clean the handle and crevices properly. Case type: tka.